Event description:
This information was captured based on literature review: a case study was performed to test the feasibility of using double-closure device as an alternative for vessel closure when left ventricular assist devices are needed to support hrpci (high-risk percutaneous coronary intervention). It was reported that prior to a high-risk percutaneous coronary intervention procedure of the left anterior descending artery, left circumflex artery, obtuse marginal artery branches 1 & 2, and right coronary artery with support from a percutaneous left ventricular assist device, pre-close placement of the sutures was attempted in the left common femoral artery (cfa) through a 13-french sized access site using two perclose proglide devices. Reportedly, after deployment of the proglide device, the sutures came apart. Following high-risk percutaneous coronary intervention, the percutaneous left ventricular assist device was removed and left cfa hemostasis was achieved using two non-abbott collagen-plug based vessel closure devices and with short duration manual pressure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is filed under a separate medwatch manufacturer report. The other individual patient events, referenced in the literature article, are filed under separate medwatch manufacturer reports. Date of event estimated as date of publication, 12/17/2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Nidal abi rafeh, md, henry c. Quevedo, md, kevin b. Deandrade, md, ethan a. Yalvac, md, hossein dehghani, md, and salman a. Arain, md. (J invasive cardiol 2013;25(8):412-414: the double angio-seal technique for arterial closure following large-bore access.